Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient suffered from a giant right intracranial aneurysm. Used 6f long sheath (cook), distal access catheter (5f 125cm)) as proximal support. Used a marksman microcatheter to place it at the location of the lesion in the internal carotid artery segment. After pushing the blood flow-diversion dense-mesh stent to the location of the lesion, the microcatheter was withdrawn to open the stent. It was found that the stent was kinked in the middle and posterior segments and could not be opened. Even after retracting it several times, it could not be opened. The middle section of the pipeline did not open. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured giant aneurysm of the ophthalmic segment of the right int ernal carotid artery with a max diameter of 10mm and a 7mm neck diameter. The landing zone was 3.6mm distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, pru level was normal. The angiographic result post procedure was unobstructed.

Manufacturer narrative:
Product analysis #705926308: as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within plastic bio-pouch; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found to be opened and damaged. In addition, the middle section was found open and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at middle section as the middle section was found to be open and no damage. The device was resheated. In addition, the proximal and distal ends could not be identified. The distal and proximal ends were found to be damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.